Event description:
It was reported that the pt's intrathecal drug delivery pump was removed due to infection. The drug used in the pump is baclofen. No symptoms or outcome were reported. Additional info has been requested, but was not available on the date of this report.